Event description:
It was reported to medtronic minimed that the customer experienced the battery life of the transmitter was shorter than expected and the transmitter was was unable to charge. The customer reported no adverse event. The event involved product(s) mmt-7821lna. Roubleshooting was performed for low battery alert. Customer reported the transmitter battery did not last for 7 days. Transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for transmitter charging. Customer called back with questions or concerns with charging the transmitter after troubleshooting. Customer tried with two chargers and issues continued. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7821lna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/corrosion were noted at the connector; unit was able to charge properly. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary, the customer complaint of battery anomaly event was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.